Manufacturer narrative:
(B)(4). Rlt261416/15896415 (B)(4). Also was involved pla260300/15064809. The medwatch# 2953161-2017-00118 was submitted to FDA to cover this device. According to the gore excluder® aaa endoprosthesis instructions for use (IFU), read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. The IFU states, follow the (balloon) manufacturer¿s recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications. According to the gore® excluder® aaa endoprosthesis instructions for use, considerations for patient selection include minimal calcification in the proximal neck. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to vascular trauma, rupture and bleeding.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after final routine ballooning of the gore® excluder® aaa endoprosthesis featuring c3® delivery system with a 32 mm cook coda® balloon catheter, extravasation was visible on final computed tomography angiography (cta). Reportedly, some calcium was present at the right side of the proximal aortic neck where the rupture occurred. The bleeding was noted approximately 10 mm below the right side of the device and was directly related to the rupture. According to the physician, it was suspected that the balloon moulding of the device caused the rupture. The surgeon said post procedure that the balloon must have over inflated; however visually it didn't appear to be over inflated. The physician decided to stent the left renal artery with a gore® viabahn® endoprosthesis (paj050502/15462044) and extend the trunk ipsillateral leg component up to the right renal artery using a gore® excluder® aaa endoprosthesis aortic extender component (pla260300/15064809). The left renal artery was successfully stented, however, the aortic extender was deployed too high unintentionally covering the right renal artery. Attempts were made to cannulate the renal artery to keep in flow, but these attempts were unsuccessful. Another aortic extender was deployed to bridge the gap between the main body and the initial extender. Completion cta determined that there was no endoleak. The patient tolerated the procedure.